Manufacturer narrative:
Batch review performed on 14 february 2024: lot 2336675: (B)(4) items manufactured and released on 21-sept-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to signs of an infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the head. The surgery was completed successfully.